Manufacturer narrative:
The unit was returned to angiodynamics' third party repair service center, alpha source. Functional testing of the unit confirmed the touchscreen was non-responsive. Further evaluation noted the screen uus connector on the touchscreen was not seated. This was corrected and the uit was retested. The unit has passed all testing. Once this repair was performed, the pump functioned as intended. Unit meets all acceptance criteria. The reported complaint description of the pump not functioning is not confirmed. The pump was activated during the evaluation of the unit. However, during the functional test, the touch screen was unresponsive. The root cause for the pump not being active was unable to be determined because the unit functioned as intended. This is the first reported error for this unit for pump fault. The root cause for the display fault (touch screen unresponsive) was determined to be due to the uss connector was not seated, which was reseated. This is the first reported error of this unit for touch screen unresponsive. This could be the root cause for the pump not activing, but this could not be definitively determined. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, item number which is supplied to the user with this unit contains the following statements: "no modification of this equipment is allowed. Do not attempt to repair or alter any of the system components. Do not remove the cover of the generator. Refer all service to angiodynamics. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened. The touchscreen will illuminate after several seconds and display the screen shown below. Below the angiodynamics logo, the text "system loading" is displayed in various languages. The languages displayed will change twice as the loading progresses. When the system is loaded, the languages are removed, and a bar is displayed which indicates the progress of system initialization, as shown by (1) below. Do not unplug or interrupt the initialization process as the system is performing necessary self-tests. Troubleshooting: standby screen is displayed, but the screen buttons are unresponsive - switch the power off, wait five seconds, then switch it back on again. If the buttons continue to be unresponsive, then contact angiodynamics for technical support. There is no system function (the system is non-responsive) and no system error message appears - switch the power off and then contact angiodynamics for technical support."ick or tap here to enter dfu information. O enter dfu information. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a solero mta generator. During startup for a procedure, it was reported there was an issue with the pump and it would not operate. No error messages had displayed. The issue was unable to be resolved and the procedure was unable to be performed. The patient was under general anesthesia and intubated at when the issue occurred. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.

Manufacturer narrative:
The reported solero unit has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).